Event description:
A customer obtained unexpected results using vitros fe and crea slides during the timeframe of (B)(6)-(B)(6), 2009 on a vitros 5,1 fs analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No biased results were reported. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation has determined that results obtained from the vitros 5,1 fs system were processed using incorrect slide carts. Review of the datalogger information determined the most likely cause of the incorrect slide cart being used was slide supply 2 not being correctly positioned. Ocd field service investigated and replaced the slide supply cartridge rotor sensors. The vitros 5,1 was returned to expected operation. The root cause is instrument related.